Event description:
It was reported that the core impaction drill overheated during a case. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly, corrosion was discovered in the rotor, driveshaft, bearing, and nose cone.